Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber tip break and forward firing cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke off and started forward firing. A new fiber was used to complete the procedure with no clinical consequences to the patient.